Event description:
Customer reported a cartridge alarm, specifically cartridge alarm 20, which did not adversely impact their blood glucose level. Technical support confirmed that the customer experienced cartridge alarms consecutively with different cartridges and resolved the issue by sending a replacement pump with updated software. Customer was instructed on how to put the old pump into storage mode and to return it using the provided box and pre-paid label. Additionally, the customer was advised to reprogram their pump settings and connect their continuous glucose monitor to the new pump. Customer will continue to use current pump.